Event description:
Additional reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4) reason for original complaint: asr revision, left incorrect, asr xl. Reason(s) for revision: alval / soft tissue reaction and pain. Update: added stem and further reason for revision. Received: april 3rd 2013. (B)(4). Update - amended hip side and surgery date taken from claimsuite dated 27th september 2013. Right side: (B)(6) update received 4th april 2014. Kid added and status changed to legal. New fields completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; left; asr xl; reason(s) for revision: alval / soft tissue reaction.